Event description:
It was reported that after surgery, the nail broke; revision surgery was performed as a result. It was also reported that the revision surgery took a lot of time, but no specific amount was given.

Manufacturer narrative:
D9 / h3 updated to indicate device was not available for return. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history and corresponding labeling for the device in question was impossible due to unknown lot code. No corrective actions are required at this time. An indication of material, manufacturing or design related problems could not be checked as the device was not made available for a physical evaluation. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future that suggests otherwise we reserve the right to review and reopen the case. H3 other text : device disposition is unknown

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that after surgery, the nail broke; revision surgery was performed as a result. It was also reported that the revision surgery took a lot of time, but no specific amount was given.